Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in oct 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for this event. The patient was treated with an unspecified anti-inflammatory drug for the event. At the time of this report, the patient outcome was not reported and pd therapy was withdrawn. No additional information is available.